Event description:
New information received: patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the lv lead. Lead was explanted and replaced. No further information available.